Event description:
The customer called technical support (ts) reporting that when the patient was on the unit with using a mask and a circuit turned in open status, the mode didn't switch to the stand-by. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. A delay in therapy was not reported due to this failure. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone:(B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) was unable to duplicate the reported problem. A check was performed and no abnormality in the unit was observed. A full performance verification testing has been performed and the device passed all tests successfully.